Event description:
During rf ablation, the generator turned off suddenly and then turned back on by itself with different parameters, the patient/procedure information was no longer in the memory.

Manufacturer narrative:
The device is expected to be returned and product investigations will be performed. The investigations results will be submitted on next follow up report when completed. The procedure was completed with a different device with no consequences or patient complications. Related to MDR ID 3001236349-2011-00006. : device not received yet.